Event description:
It was reported that the 4.50x8mm nc trek coronary balloon dilatation catheter partially deflated and when attempting to remove the partially deflated balloon resistance was felt with the guiding catheter and the shaft separated. The separated portion was removed along with the entire system. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported by the account that the balloon was removed partially inflated. It should be noted the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: withdraw the deflated dilatation catheter and guide wire from the guiding catheter through the hemostatic valve. In this case, it is likely that the IFU violation contributed to the reported difficulty removing the device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device and separation appear to be related to user error/operational context, given the clinical situation. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate and upon further manipulation, the device ultimately separated. Based on the reported information and results of the complaint investigation, there is no indication that the reported deflation issue, difficulty removing the device, or a separation are related to a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017- incorrect removal